Event description:
It was reported that a cartridge did not fit onto the pump. There was no adverse impact to the customer¿s blood glucose level. Customer decided to try a different cartridge and mentioned they would call back if the issue persisted; no further assistance was requested.